Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 30122660, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 08-jul-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the gastric plug would not remain closed on the device. The family member stated, "almost immediately" after placement the gastric plug on the mic-g tube will not remain closed. The gastric leakage caused the skin to become irritated. Mupirocin and calmoseptine ointment were prescribed to treat the skin irritation. There was no reported injury.